Manufacturer narrative:
Correction: this report was filed in error. There is no serious injury or device malfunction associated with this report. The patient elected to have abutment to magnet conversion as personal preference. This report is filed january 28, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, revision surgery for abutment to magnet conversion is planned due to unknown reasons, however, has not occurred as of the date of this report, december 1, 2015. The implanted device remains.